Event description:
The trilogy 100 ventilator was returned to the service center for evaluation for stock recertification. The device was not in use on a patient at the time of the occurrence. During the evaluation, did not meet acceptance criteria of evaluation process for initial power up. In conclusion, the power management board will need to be replaced to address the issue. There were no repairs to the device. This device will be scrapped.